Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens, diopter +20.0. The lens trailing haptic was trapped by the plunger shaft, lot # unknown and would not release. The lens was not implanted. No pt injury. The cartridge model sfc-25 fp, lot # 1193161.